Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced occlusion event on (B)(6) 2025. The blockage was in the tubing. No further information available.

Manufacturer narrative:
Supplemental report 01 - (B)(4) - MDR 3003442380-2025-15565. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Electronic quality management system (eqms) search: a query was run in the eqms on [19-dec-2025] against "lot number [6013737] and similar malfunction code(s) occlusion in the tubing and/or tubing connectors- reduced flow, occlusion in the tubing and/or tubing connectors (e.g., occlusion alarm from the infusion pump may have sounded), occlusion in the tubing and/or tubing connectors- blockage. The review confirmed that lot [6013737] and the identified failure mode are not associated with any ncrs or capas of the same or similar nature. Similar complaints search: a query was run in the eqms on [19-dec-2025] against "lot number" criteria equal [6013737] and similar malfunction codes [occlusion in the tubing and/or tubing connectors-reduced flow, occlusion in the tubing and/or tubing connectors- blockage), occlusion in the tubing and/or tubing connectors (e.g.,occlusion alarm from the infusion pump may have sounded)]. The count of complaints is [2]. The complaint number is (B)(4). Device history record (DHR) review: the lot [6013737] was manufactured according to the work instruction (wi) version [31] and manufactured in the [line 30] on [12/jun/2025] with a total of (B)(4) units the sub-assembly, [gluing of tubing] the lot [5e06454] was manufactured according to the wi version [68] and manufactured in the [machine sc07], on [07/jun/2025], with a total of (B)(4) units the device history record (DHR) was reviewed in accordance with applicable procedures. All required in-process and final tests were completed and met specified requirements. No deviations were identified, and no maintenance events were recorded that relate to the complaint code. Conclusion: DHR review supports compliance with manufacturing and quality requirements; no issues noted. Visual evidence review: no photo was provided to support visual confirmation of the reported issue. Conclusion: unable to perform visual verification; assessment based on available documentation only. CAPA determination assessment - conclusion summary of complaint investigation: based on the investigation, no further investigation is required. The record will be closed and monitored through tracking and trending per wi (monthly trips and alerts). Conclusion summary of complaint investigation: a comprehensive review was conducted, including eqms queries, similar complaint searches, device history record review, visual evidence assessment, and CAPA determination. No ncrs or capas of the same or similar nature were found for lot [6013737] and related malfunction codes occlusion in the tubing and/or tubing connectors (e.g. Occlusion alarm from the infusion pump may have sounded)]. [No other more] complaint was identified for this lot, but no trend or systemic issue was detected. The manufacturing records confirmed that the lot was produced in compliance with all requirements, with no deviations or maintenance events noted. No photo evidence was provided, so the assessment was based on documentation only. Based on these results, no manufacturing or quality issues were identified, and no further investigation is required. The record will be closed and monitored through routine tracking and trending.

Event description:
To date no additional patient or event details have been received.